Event description:
The customer observed a falsely decreased sodium result generated by the alinity c processing module for a 52-year-old male patient. The sample was repeated, and the result was within the normal range. The following data was provided: normal range: 135 to 145 mmol/l. Sid (B)(6) : initial result = 114 mmol/l, repeat result = 139 mmol/l no impact to patient management was reported.

Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected the module, performed extensive troubleshooting activities, found tubing, peristaltic head (rohs) cause the issue, replaced the part resolved the issue. The instrument alinity c processing module, serial number (B)(6) service history review revealed no additional tickets associated with discrepant/erratic patient results. A review of complaints and trending data associated with the tubing, peristaltic head did not identify an increase in complaint activity. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The alinity c service documentation provides adequate information regarding the removal, replacement, and verification of the tubing, peristaltic head. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation, no product deficiency was identified for the alinity c processing module, serial number (B)(6), or the tubing, peristaltic head.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed a falsely decreased sodium result generated by the alinity c processing module for a 52-year-old male patient. The sample was repeated, and the result was within the normal range. The following data was provided: normal range: 135 to 145 mmol/l sid (B)(6): initial result = 114 mmol/l, repeat result = 139 mmol/l no impact to patient management was reported.